Event description:
It was reported that intermittent occlusion alarms occurred. The customers blood glucose level read "high" on cgm to over 600 mg/dl. The customer went to the emergency room with high ketones, which were not identified as dangerous by healthcare provider. The customer declined to provided details about emergency visit, therefore no other information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.